Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu card was replaced. The system was then found to be working as intended.

Event description:
The customer reported the system was losing pt images. No reports of pt injuries.